Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing had air in the line and it was "pinched" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: a nurse in the cvicu reported seeing "pinched" tubing at the point of the air-in-line sensor during infusions after air-in-line alarms occur. The nurse reports that sometimes she can "massage" the kink out and other times she cannot.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: a nurse in the cvicu reported seeing "pinched" tubing at the point of the air-in-line sensor during infusions after air-in-line alarms occur. The nurse reports that sometimes she can "massage" the kink out and other times she cannot.